Event description:
Attempted to remove a foley catheter and the balloon wouldn't deflate. Catheter was cut above the balloon port and the fluid dripped out over 45 mins. After 45 mins the nurse was able to remove the foley catheter.